Event description:
It has been reported that AED does not pass internal diagnostic check.

Manufacturer narrative:
(B)(4). Device evaluation pending. Issue reported as alert could not be cleared by operator.